Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 04-may-2024, it was reported by the patient that infusions set was leaking from its site within four days of use. No further information was available.

Manufacturer narrative:
E1: patient city: brampton. Patient country: canada.